Event description:
Reporter stated the infusion set connector broke away from the tube while the customer was sleeping and this resulted in insulin leakage. The customer woke feeling ill and had a headache, and her blood glucose level was 16.4 mmol/l. She delivered insulin via pen as treatment, and no adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer determined suspect device had not been discarded as originally reported and returned device for investigation. Investigation found that tube had been torn into two pieces by excessive force.